Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2014. Of note, the serious injury of infection is normally submitted via an alternative summary report submission that should have been submitted on (B)(4) 2014. Information was subsequently received on (B)(4) 2014 and revealed an out of specification analysis finding. As there is new information that indicates a product performance issue this event no longer qualifies for summary reporting and is therefore being submitted as a (B)(4). Product event summary: the device was returned and analyzed. Analysis of the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Concomitant product: 0181, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the patient developed an infection. The device was removed. No further patient complications have been reported as a result of this event.